Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the up, down and ok button were intermittently unresponsive and the contrast button responded appropriately. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were sticking and intermittently responding. The patient also reported that the ok, up, and down symbols were worn off but confirmed no damage to the keypad rubber. The patient reported that there was no trauma to the pump and there was no noted moisture inside the pump. The patient reportedly wore the pump under clothing and cleaned the pump with a dry eye glass cloth. This report is made based on the allegation of the keypad response issue.